Event description:
A healthcare professional reported that during surgery, the surgeon noticed that the iol was not centered during the patients post op appointment; the surgeon took the patient back to the or to try to position the iol but noticed the leading haptic was torn. There was no patient harm. The surgeon removed the iol and replaced it. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Information was provided that the surgeon noticed that the iol was not centered during the patients post op appointment. The surgeon then took the patient back to the or to try to position the iol, but noticed the leading haptic was torn. No further information was provided. The account indicated the product was not available to evaluate. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).